Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Visual inspection found the unit in good condition. The illuminator was installed and tested on an in-house test system and failed to power on. The ac fuse was good. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeated non-recoverable errors 48238 and 297 indicating an illuminator communication fault. The error persisted after power cycling. The surgeon made the decision to complete the procedure using an external light source. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. An intuitive surgical, inc. (Isi) technical field specialist (tfs) was dispatched to the facility and was able to reproduce the issue and verified the error codes in the log files. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.